Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had a lead revision due to ineffective coverage of pain relief and was having system high impedance. Hence the leads was explanted and additional two more leads were implanted. Effective coverage was reported post procedure.